Event description:
The customer reported corrupt and mixed pt image data. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was replaced and system software and calibrations were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.